Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, the patient received a polyethylene implant. The patient underwent revision surgery on (B)(6) 2024. A replacement of the prosthesis had to be performed because the component was in poor condition, which resulted in metalosis and dislocation of the prosthesis, without any prior cause (such as a fall or infection).

Event description:
Additional information was received and states that: this incident is being reported due to the need to remove a component that exhibited wear after being implanted for only one year. At the time of the primary prosthesis placement, no defect was detected. Had any defect been observed, this material would not have been implanted in the patient. Therefore, no, the incident did not affect the surgical time of the primary prosthesis procedure. I would like to reiterate that the incident is related to the premature wear of the polyethylene, which resulted in the need for revision surgery.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: I am forwarding the following incident that occurred at hospital. It involves a polyethylene implant (ref. 121928146 lot: m23a54. Surgical report attached) that was implanted by dr. (Name) on (B)(6) 2023. Today, a replacement of the prosthesis had to be performed because the component was in poor condition, which resulted in metallosis and dislocation of the prosthesis, without any prior cause (such as a fall or infection) to justify what happened. The replacement was performed by dr. (Name) and dr. (Name) this morning at hospital. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment foto complaint suclisa.pdf. The photo investigation revealed that the unknown hip femoral head has signs of material transfer, most likely caused by the head being in contact with the acetabular cup after the disassociation event occurred. However, material transfer is not indicative of wear on the femoral head. The device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the unknown hip femoral head would have not contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.